Manufacturer narrative:
Conclusion: according to received information recipient experienced a decrease in performance within the last year and imaging showed the electrode array to have migrated almost completely out of cochlea for undetermined reasons. Device investigations revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. However, the reported poor benefit seems to be related to the electrode migration as fatigue wire breakages affect the basal channels and in addition available in situ measurements shows elevated impedances in the basal channels for several years. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has had very good performance with the device until recently when performance started to decrease. Recently he has been requiring higher and higher charge units to hear. Speech detection and discrimination were poor. Loudness growth and detection was poor for the high frequency electrode channels. The user has discontinued the use of the audio processor around three weeks ago due to the very high charge limits. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had very good performance with the device until recently when performance started to decrease. Recently he has been requiring higher and higher charge units to hear. Speech detection and discrimination are poor. Loudness growth and detection is poor for the high frequency electrode channels. CT imaging to check the placement of the electrode was done and it was reported that the electrode has almost migrated out of the cochlea.